Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 49 and 71 hours on the arm. It was noted that the site lumpy, very red, raised and painful on contact. The patient's blood glucose levels reached 17 mmol/l (306 mg/dl). The patient called their doctor and was sent an e-prescription for antibiotic named staphylex. Hyperglycemia treated with a new pod. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.